Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and necrosis.

Event description:
Patient reported a right side "hyperechogenic liquid adjacent" "calcifications of benign aspect" "steatonecrosis" and "intracapsular rupture" confirmed via MRI. Device remains implanted.